Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station did not boot up due to three faulty pcba boards traced in half-height drawer 2-1,2. The field service engineer replaced the t-card and both drawer controller modules to resolve the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the device was not communicating and went offline, preventing the user from accessing medications. The customer reported that there was no delay in the patient workflow, as users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.